Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was hospitalized due to high blood glucose. Her cgm reading was 150 mg/dl, and she did not mention checking her bgm at home. The patient was diagnosed with diabetic ketoacidosis (dka) and was taken to the hospital by ambulance. At the hospital, her bgm reading was 900 mg/dl. The patient did not remember her cgm reading at the hospital. She was treated with insulin IV and discharged after 6 days, on (B)(6) 2026. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.